Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting out-of-range (oor) pacing impedance measurements below 200 ohms. Additionally the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of noise. The patient was evaluated in the clinic and an x-ray was taken. Following x-ray evaluation and isometrics the physician determined this issue was most likely caused by a lead interaction with the patient's clavicle. The physician elected to reprogram the device tachy mode to monitor only and continue monitoring the patient monthly for any changes. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating an invasive procedure was performed to replace this lead. The lead was surgically abandoned. No adverse patient effects were reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.